Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: a trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. However, no reference numbers were received in order to check whether the correct sizes were combined. Review of incoming information: it was reported in a journal article that on the radiologic evaluation, wear of the pe inlay was found together with slight decentration of the femoral head. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation (still implanted). Neither x-rays, operative notes nor office visit notes were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal article that the patient was implanted a pe liner (exact catalogue number unknown) between 1999 and 2001. It was reported that radiographic evaluation showed signs of wear of the polyethylene insert (slight decentration of the femoral head). Revision surgery was not recommended. Note: since the date of the radiographic evaluation is unknown, the awareness date was taken as occurrence date. (Journal article: m.r. Streit et al.: 10-year results of the uncemented allofit press-fit cup in young patients, in: acta orthopaedica (2014) 85:4, 368-374)